Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when booting up the system the message error "initializing collimator" occurred. The site rebooted the system and the error message left. There was no patient impact reported and a delay to surgery of less than one hour.